Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on 28-july-2024. The event occurred after three hours of insertion. The infusion set was use for 6-8 hours. The infusion set was inserted in upper buttock. The patient was admitted to emergency room. Blood glucose level reported during the event was high and address high blood glucose via correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.